Manufacturer narrative:
The manufacturer's failure investigation technician confirmed the reported problem via visual inspection: evidence of deep scratches on the screen were observed. Physical damage resulted in the scratches on the screen. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
Updated. The removed component was received for failure investigation. No further investigation can be performed as the removed component was received damaged. Visual inspection revealed evidence of deep scratches on the screen was observed. The reported condition was not confirm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen was unresponsive. There was no patient involvement.